Manufacturer narrative:
According to the provided information, the inside of the equipment was filled with water. The repair offer was not approved by the customer. Within servo unit, the electrical parts are located inside device, beneath the cover and mechanically protected by it. The ventilator is designed to fulfil ip21 and ip22 degree of protection against harmful ingress of water in accordance with the classification of iec 60529. The ingress of liquid or corrosive substances into the ventilator can result in failures or short circuits, potentially leading to device malfunction. The evaluation of provided device's logs revealed occurrence of gas supply test, flow transducer test and patient circuit test failures. This may be a consequence of water accumulating inside the device. Since it was not specified which exact part was flooded or what the circumstances were, the cause of the problem could not be determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator was contaminated with water. There was no patient harm. Manufacturer's ref. #: (B)(4).